Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by start right representative that the customer's mother took the customer off the pump. The mother states the customer had highs of 500mg/dl and low of 20mg/dl since they began to use the pump. The mother states they have not reached out to the help line for assistance. The mother states the customer has been on manual injections and their blood glucose levels were fine. No further information provided.